Event description:
It was reported that the right ventricular (rv) lead showed 9 low lead impedance measurements and triggered a polarity switch. Parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 4076 implantable pacing lead (B)(6) 2006.